Manufacturer narrative:
The check of the DHR of the lot # involved did not show any anomaly on the 118 smr allen wrench 5mm (lot 2014aa311) and 75 smr resection jigs (lot 2014aa134) manufactured with the lot # involved. We will probably receive the devices involved and analyze them before sending a final MDR.

Event description:
During a smr shoulder replacement surgery, the smr allen wrench 5mm, would not engage to the t-handle or to the glenoid screwdriver handle; the surgeon used a different wrench intra-operatively. Additionally, one of the holes of the smr anatomic resection jig would not accept the pin. Surgery successfully completed by using a different hole of the jig. Surgery time extended of few seconds with no reported consequences for the patient. Event occurred in the us on the (B)(6) 2016.